Event description:
It was reported that during a lap rectum procedure, the blade was broken and part fell into the pt. The part could be removed. It was not noted how the case was completed. Pt consequence is unk.

Manufacturer narrative:
Info anticipated, but unavailable at this time.